Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed a bubble was found during the leak test. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) malfunctioned. The customer started to use the product without performing a pre-use check and immediately after intubating it into the patient, they noticed air was leaking from the cuff. No patient injury reported.